Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
Information was received from a funeral home that the patient was deceased. A cause of death was not provided. Information identified in the manufacture's database indicated the patient died approximately 3 months post implant of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead and and 6 years post implant of the right atrial (ra) lead, approximately 3 years ago.

Manufacturer narrative:
The submission date is after the due date as a result of an outage with the FDA.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.